Manufacturer narrative:
The device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one maxcore biopsy needle was returned for evaluation. During evaluation the cannula of the device self-activated. An x-ray showed that the cannula tangs were not fully engaged with the device housing, and upon disassembly it was noted that the right bumper was missing and the left bumper was bent. Therefore, the investigation is confirmed for identified self-activation. However, the investigation will remain inconclusive for the alleged priming, firing, and sampling issues, as functional testing was not performed due to the identified self-activation. The missing right bumper and subsequent bent left bumper likely contributed the insufficient tang engagement, as well as the reported and identified issues. However, the definitive root cause could not be determined based upon the available information. It is unknown if patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. Expiry date: 11/2020, (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, the device allegedly failed to obtain any samples, was allegedly difficult to prime, and allegedly failed to fire. It was further reported that no coaxial was used and another device was used to complete the procedure. There was no reported patient injury.